Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her onetouch profile meter had the following issues: the meter was displaying the "not ok" message upon powering on and that the check strip failed. She reportedly developed symptoms after the issues began. The medial surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient indicated that the reported issues first occurred at 2pm the same day, the same day she had called lfs. She claimed that after the issues began (unspecified time later), she developed blurred vision, confusion, and dry mouth; however, she denied receiving any form of treatment. It would be helpful to know the time difference between the time the reported issues occurred to when the symptoms started. No blood glucose results were reported. It is unknown how often patient tests her blood glucose levels and what diabetes medications she takes; therefore, it is unknown how these reported issues impacted her diabetes care routine. According to the troubleshooting performed with customer service, the reported issues were not resolved. Replacement products were sent to the patient. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the reported issues occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.